Event description:
It was reported that patient with this tactra experienced pain and discomfort related to poor positioning and torsion of the prosthesis cylinder. The device is still implanted. No additional patient complications were reported.